Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed their weekend sleep schedule setting to saturday and sunday rather than friday and saturday. Tandem technical support assisted customer in correcting setting and advised them to consult their healthcare provider regarding settings adjustments. Customer's blood glucose level was 88 mg/dl.